Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy for an atrial arrythmia. Technical services (ts) reviewed the stored episodes and noted this ICD delivered inappropriate anti-tachycardia pacing (atp) bursts and electric shocks for an atrial fibrillation (af) with rapid ventricular response (rvr). No additional adverse patient effects were reported. This ICD remains in service.